Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be damaged near the up arrow keypad button. The down arrow keypad button was unresponsive; all other buttons responded appropriately to button presses. The keypad was removed and the up arrow button contact was found to be inverted. The keypad flex was found to be damaged, and the keypad flex connector was not fully closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.